Event description:
Leica biosystems received a complaint regarding suboptimal tissue processing. On (B)(6) 2014, a leica field support specialist (fss) attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The complainant also stated that it was suspected that a user had selected a two (2) hour protocol rather than a five (5) hour protocol in error; and that 22 blocks from nine (9) cases, which had been processed using the two (2) hour protocol scheduled in error, had been re-processed. On (B)(6) 2014, leica biosystems received information that the diagnosis for one (1) case remained pending. As a (B)(6) 2015, information regarding the final status of the one (1) outstanding case has not been provided to leica biosystems, despite several requests to the laboratory for this information.

Manufacturer narrative:
The complainant was unable to provide specific details for the protocol (s) used to process the tissue samples from which sub-optimal tissue processing was identified. However, the complainant indicated that the affected tissue samples were likely to have been derived from four (4) protocols which completed on either 23 or 24 december 2014. Investigation of this complaint found that the instrument operated within specification during execution of the protocols during which sub-optimal tissue processing may have occurred. The root cause of the sub-optimal tissue processing was use of a protocol of inappropriate duration for the size of the tissue samples being processed. Specifically, the complainant advised that a user had selected a two (2) hour protocol rather than a five (5) hour protocol in error. Section 8.2.1 of the leica peloris/peloris 11 tissue processor user manual tabulates the recommended protocol duration for maximum tissue dimension and different specimen types.